Event description:
I had my breast implants surgery in (B)(6) 2018. Prior to my surgery I was super healthy, very active and under no kind of medications no illness at all. Unfortunately ever since I got these breast implants I have become very sick. I have severe tingling, numbness, I¿m fatigued in my arms and hands, get headaches, numbness in my feet, I¿ve gained 15 lbs, hair has fallen off, I am constantly tired, I get chest pains, I get severe rash all over my body, my body aches, my joint hurt, very bad depression is trying to take over me on a daily basis it¿s a horrible daily fight.